Event description:
It was reported that the patient presented a remote transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. The patient presented to the clinic, and programming changes were made. The patient was asymptomatic.